Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
New information became available that this lv lead may have dislodged. There are no plans to intervene at this point and the lead will be dealt with at the next device change out procedure.

Event description:
Boston scientific received information that this patients left ventricular (lv) lead has exhibited high out of range impedance measurements of greater than 2000 ohms as well as complete loss of capture in all configurations. The physician might wait to explant the lead when the device declared elective replacement time which is in less than one year. To date, there have been no adverse patient effects reported.